Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the distal end of the video telescope's outer tube becomes abnormally hot during operation, caused by a damaged temperature sensor at the tip of the device. Furthermore, the excessive heating results in interferences of the endoscopic video image like stripes and white dots. Olympus is implementing a removal action of the affected olympus endoeye hd ii video telescopes ("endoeye") wa50040a and wa50042a. The endoeye video telescopes are used with other supporting equipment for endoscopy and endoscopic surgery within the thoracic and abdominal cavities including the female reproductive organs. Olympus has initiated this removal action following a complaint of a damaged temperature sensor at the endoeye tip which caused the distal end to become abnormally hot. Although no patient or user injury occurred as a result of this reported complaint, excessive heating of the endoeye distal end could result in patient or user injury. In an effort to prevent a potential risk to patient or user health, olympus is undertaking this action to remove the affected model and serial numbers and to repair and return the devices.

Event description:
Olympus was informed that during an unspecified laparoscopic cholecystectomy procedure, the user noticed that the endoscopic video image quality was significantly reduced (vertical stripes, white dots) after a few minutes of operation and that the distal end of the video telescope became abnormally hot. No further information was provided but the intended procedure was successfully completed with the same set of equipment and there was no report about an adverse event or injury of the patient, user or third party. In addition, the patient has since been discharged from hospital.